Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead replacement, while trying to cannulate the coronary sinus with catheters, the coronary sinus was dissected and a perforation occurred. The patient was sent to cardiac surgery, intubated, the catheters were removed, and an epicardial lead was placed. No further patient complications have been reported as a result of this event.